Event description:
The surgical first assist was about to close the wound. 4 mastisol containers shattered and left shards of glass on the mayo stand when attempting to close the open wound. Per the scrub technician, every time the first assist attempted to open a container, it would shatter. No other reports of this issue have occurred. Did not reach patient. Md ordered a different brand of glue to be used for closure.